Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/11/2024, it was reported by an distributor via (B)(4) that an ar-6480 dualwave pumps outflow is sporadic especially when the shaver is activated, and the shaver does not react. The issue was discovered during the surgery where another device was swapped, and the case was completed with no adverse effects to the patient.

Manufacturer narrative:
The complaint is not confirmed, and no related issues were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and it was noted some marks on the top panel of the housing. The returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine upon letting the pump run for 37 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. To test the outflow system, the device was assembled with an ar-6430 dualwave outflow tube set, lot 73002759. The lavage and rinse buttons were pressed to evaluate the functionality, and no issues were noted. The device is working as intended. During the outflow testing, the console was connected to the ar-8305 synergy resection shaver console sn eag240038 with the kit shaver detection cables. The handpiece ar-8330h sn (B)(6) was connected to the console and tested with the ar-7300ds dissector, sj, 3.0 mm x 7 cm lot 12213364. The handpiece was activated, and the outflow rate changed; no issues were found. (Refer to the video) the device works as intended and described on the dfu-0212-eor1_fmt_en. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Event description:
On 9/18/2024, it was reported via email by an arthrex subsidiary employee that arthrex tubing was used with the pump for primary issue of cloudiness in the knee joint but working find in both shoulders and hips. An arthrex rep was present for the procedure and the pump settings for the event were 35mmhg. Additional unknown product line was added for the tubing.